Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to verify button error alarm due to blank display.

Event description:
The customer reported via phone call that they received a button error alarm during bolus. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The insulin pump was returned for analysis.